Event description:
Pt was in cardiac rehabilitation (phase 11, out-patient) when he went into ventricular tachycardia and a code blue was called. This pt had an aicd implanted on 2/16/94. The pt, a 55-yr-old, was a diabetic, hypertensive, smoker who had previously suffered 3 myocardial infarctions, had an injection fraction of about 23%, was on amioderine to stabilize his arrhythmias, and was on the heart transplant waiting list. The aicd device fired at the onset of ventricular tachycardia, and on multiple occasions (at least 20 occasions) during the course of the code. For the most part, the firings were obviously related to v-tach. The code team, the cardiologist and pulmonologist all arrived within 2 to 3 minutes. After 45 mins of intense effort the code was called upon the request of the primary care physician who was then at the scene. Upon autopsy, the cause of death was determined as a massive myocardial infarction. In facility estimation this device did operate appropriately; however hosp is unable to state such with absolute confidence.